Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. An xtw mitraclip was advanced to the valve. Grasping was performed. During capturing attempts, one of the grippers stopped functioning and failed to lower. Troubleshooting was performed but was unsuccessful. The clip interacted with the chordae and caused posterior leaflet damage. The clip was able to be removed from the chordae via standard troubleshooting before being removed from the patient. Two mitraclips total were implanted. The procedure ended with mr reduced to grade 2. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) was confirmed via returned device analysis. A gripper arm (tactile marker side) could not be fully lowered due to the gripper arm cover being pinched by harness. The reported difficult to remove (anatomy) and image resolution poor could not be replicated in a testing environment. Additionally, the gripper line (tactile marker side) was observed to be bent, the gripper arm cover was bulky, and three frictional elements were deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of analysis, the reported difficult to open or close (gripper actuation - single), associated with one gripper failing to lower during leaflet capture, was due to the harness pinching. A cause of the observed bulky gripper arm cover being pinched by harness (product quality problem ¿ irregular appearance, mechanical jam - harness) could not be determined. The reported difficult to remove (anatomy), associated with clip interaction with chordae, was due to procedural circumstances. The observed deformation of frictional elements and gripper line appear to be due to the anatomical interaction and subsequent troubleshooting maneuvers. The reported image resolution poor was due to challenging patient anatomy. The reported tissue injury (posterior leaflet damage) was a result of the clip interacting with the chordae. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
There remains no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous reports, the additional information was obtained that this was a trial patient. Additional patient information added. Mitraclip post market surveillance (pms) study in south korea. Patient ID: (B)(6).